Event description:
It was reported that occlusion alarms occurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no adverse impact to customer¿s blood glucose level.